Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. As a result, the customer went to the emergency room for treatment to address the bg level. Reportedly, the customer continued to use the pump for insulin therapy.